Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces, however the insulin pump passed functional testing, including the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low battery alarm noted. The insulin pump had cracked case at display window corners, battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad does not work and the buttons are not responsive before and after a battery change. The customer also indicated that the batteries, when installed, have a short battery life. The blood glucose level for the customer was not provided. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced.